Event description:
It was reported that the piston on the pump was working extremely slowly. The pump was effectively under delivering. No patient injury or complications were reported in relation to this event. The patient was provided with a replacement pump as a result of the product problem.